Event description:
Note: this report pertains to one of two complaint devices. Manufacturer report # 3005099803-2011-00909 addresses the stent that became occluded, while manufacturer report # 3005099803-2011-00908 addresses the partially deployed stent. It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted into the lower bile duct of a patient in (B)(6) 2010. According to the complainant, post-procedure (date unknown), the physician noted that a restenosis had occurred. Additional details were not available. In an effort to try and treat the restenosis, on (B)(6) 2010, the physician attempted to deploy a wallflex biliary rx fully covered stent within the previously implanted stent. After the stent was partially deployed, the physician attempted to reconstrain the stent, but was unsuccessful. The physician needed to remove both the scope and the partially deployed stent from the patient. The procedure was completed with another wallflex stent. The physician added that the patient's anatomy was moderately tortuous, but that no pre-dilation was performed. The size of the restenosis was about 1 to 2cm. There were no patient complications reported as a result of this intervention. The patient's current condition is unknown.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) - restenosis; non-surgical medical intervention required. (B)(4) - stent blocked/occluded due to restenosis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.